Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle experienced the drug solution did not come out. The following information was provided by the initial reporter: the user had a product in which the drug solution did not come out.